Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient coded and was found bluish in color and was asystolic, rhythm in the 30s was observed while the device was programmed to a base rate of 60 beats per minute. The right ventricular lead exhibited oversensing. On (B)(6) 2014 the lead was capped and replaced.